Event description:
On (B)(4) 2014 it was reported that the physician was having problems with their handheld freezing on the interrogation successful screen. Multiple hard resents were performed and it would work for a bit and then freeze again. It has been occurring over the last week or so per the physician. The handheld and flashcard were received for product analysis on (B)(4) 2014. No anomalies associated with flashcard software or databases were identified during the flashcard analysis; the flashcard and software performed according to functional specifications. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.